Event description:
It was reported that during a knee procedure, the tip of one of the probe units broke inside the pt's knee. It was further reported that a second unit was used and the tip broke inside the pt's knee. The procedure was completed with another unit that was available. No adverse consequences were reported.

Manufacturer narrative:
A quantity of two units, with the same part and lot number, were implicated in this event. A separate medwatch report will be submitted for the second unit. Add'l info will be provided once the investigation has been completed.